Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b3 and h6 (patient code).

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated, a cassette not attached properly error alarm emerged during the functional tests. Event history log was analyzed and found the error multiple times. Mu showed a nonreactive dso (downstream occlusion sensor), so the sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a constant "cassette not attached properly, reattached" alarm. It is unknown if there was a patient, or clinician injury associated with this occurrence.